Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation. Visual inspection revealed no anomalies. The customer complaint was verified. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
The customer called into technical support (ts) reporting that the device shows flow is very high. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the flow readings from flow analyzer were not consistent with the flow settings selected on the vent. The analyzer readings were significantly high out of tolerance. The fse replace flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.